Event description:
It was reported that during a procedure with this fiber, the tip became loose and it fell off. No further information was reported but it was also said that there were no reported harm.